Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system, stockert generator , cool flow pump. (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure for ventricular tachycardia with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. After creating a fast anatomical map (fam) of the right ventricle using the local activation time (lat) filter, the physician marked the target locations and initiated ablation. After 11 applications, while the catheter was inside the sheath, the patient took an unexpected deep breath, then reported dizziness and slight chest pain. Tamponade was confirmed. Pericardiocentesis was performed for approximately 30 minutes and yielded 260cc. Patient was reported to be in stable condition post-intervention. Patient was transferred to the cardiothoracic intensive care unit for observation. Patient was reported to be feeling well at the time of complaint report. It was noted that when the injury occurred, ablation was not being performed. During ablation, the patient did not report discomfort or pain. The catheter was noted to be inside the sheath at the time of injury. There is no information about the hospitalization. Physician did not provide a causality opinion. There is no information regarding transseptal puncture, needle, or sheath. Generator was in power control mode at 20 watts. There were a total of 11 ablation applications. Irrigated catheter flow was set a 17ml/min. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.